Event description:
The customer reported to olympus that the cysto-nephro videoscope had no image-unrestorable during preparation for use. Upon inspection and evaluation, detached distal end. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue no image-unrestorable was not confirmed. The following findings were also noted during device evaluation: lifting and scratch at bending section glue, crack at objective lens, heavy dent on the insertion tube. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Since phenomena were confirmed in the subject device, we determined that the product did not satisfy its specifications. Probable cause: investigation was carried out based on the available information. However, we could not surmise a cause of the phenomenon. A device history review (DHR)revealed: as a result of DHR review, it was confirmed that the device met its standards at the time of shipment. As a result of DHR review, it was confirmed that there was no abnormality in manufacturing, concession, or variation. A service history review revealed: complaints related to repair from the serial number. As a result, no complaint was confirmed in the same device in the past one year from the occurrence date of this complaint. This issue is addressed in the instructions for use (IFU): not applicable because we could not determine if the phenomenon occurred due to the handling methods of users. Olympus will continue to monitor the field performance of this device.